Event description:
Dealer called stating that the l-3b scooter allegedly tipped over when the consumer took it out on the road.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) has been initiated for this issue. Model l-3b, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143205 rev g (feb-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the consumer allegedly tipped over in her l-3b lynx scooter when she took it out on the road. The consumer allegedly sustained a scrape to her knee and did not require medical intervention. The owner's manual states a warning on page 7, "do not operate on roads, streets or highways." The manual also states a warning on page 9, "do not make sharp turns in the forward or reverse direction at excessive speed. Failure to observe the warning can cause the scooter to tip over and may result in injury to user and/or damage to the product." It is unknown what speed the consumer was driving at or if she maneuvered any kind of obstacle. The manual warns on page 11, "do not attempt to drive over curbs or obstacles. Doing so may cause your powered scooter to turn over and cause bodily harm and/or damage to the scooter." The malfunction has not been confirmed. The product is to be returned to invacare for an inspection.